Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: one (1) controller and one (1) controller ac adapter were not returned for evaluation. Log file analysis was not performed since log files covering the event date were not available. As a result, the reported event could not be confirmed. A possible root cause of the reported poor mechanical connection can be attributed, but not limited to, to improper assembly, improper handling and/or a marginal connection between the controller and the controller ac adapter leading to double disconnections as described in the event details. Additional products: controller ac adapter serial#: (B)(6), h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d14. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ controller ac adapter, model #: 1430us / catalog #: 1430us / expiration date: 31-dec-2021 / serial#: (B)(4), UDI #: (B)(4) . Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31-dec-2020. Labeled for single use: no. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller ac (cac) adapter exhibited an unstable mechanical connection due to the power cord being difficult to insert into the power brick and due to the cac adapter not being properly assembled. The unstable connection of the cac adapter contributed to multiple double disconnects on the patient's controller. The cac adapter and controller remains in use. No patient complications have been reported as a result of this event.